Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025 a patient underwent a dialysis catheter placement procedure using glidepath. During the procedure, it was reported that the plastic tab on the air guard valved sheath introducer peel away sheath was allegedly found broke off. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using glidepath. During the procedure, it was reported that the plastic tab on the air guard valved sheath introducer peel away sheath was allegedly found broke off. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: although the physical device was not returned for evaluation, three electronic photos were provided for review. The photo shows a peel apart sheath already peeled, one side of the plastic tab on the airguard valved sheath introducer peel away sheath broke off was broken and separated. Therefore, the investigation is confirmed for the reported fracture and material separation issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.